Manufacturer narrative:
The company representative replaced the display controller printed circuit board (0670-00-0640e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the unit showed a blank display at power-on and generated an alarm. The pump was replaced and therapy was initiated. No patient injury was reported.